Manufacturer narrative:
Section b4 - corrected the date of this report.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reboot the station. A technical service engineer had done couple of reboots. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubies not recognized . The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.